Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit had cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer's mother reports that customer received a button error alarm and buttons not responding. It's reported that customer's blood glucose was 500 mg/dl which was treated with backup plan per healthcare professional. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.